Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1512610 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2015 she received a reading on her adc blood glucose meter that was higher than she felt. At 1:30 pm on (B)(6) 2015 the customer experienced "extreme sweating, nervousness, jittering, and she felt like passing out." The customer then tested her blood sugar with her adc meter, receiving a reading of 161 mg/dl at 2 pm that was higher than she felt. As a result of this issue, the customer consulted nearby paramedics who performed a blood test using an hcp meter with a result of 56 mg/dl at 2 pm. Paramedics assessed the customer as being hypoglycemic and treated her with "4 or 5 glucose tablets" on scene. There was no report of death or permanent injury associated with this event.